Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. Awaiting device return.

Event description:
Before us, a hair was found in the tube so the device was not sterile. Component will be returned for analysis. The procedure was completed with same like product.

Manufacturer narrative:
The complaint device has not been returned till date and there is no further information that would help in the investigation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This is a follow up report to the previously submitted final report as the device was returned and evaluated. However, since an exact lot number was not provided, 4 possible lots have been identified. Lot reviews: lot number 258, date of release: 8/4/15, expiry date :2017-07, no anomalies or discrepancies in the manufacture of the lot. Lot number 198. Date of release: 6/8/15, expiry date :2017-05, no anomalies or discrepancies in the manufacture of the lot. Lot number d412609. Date of release: 5/26/14, expiry date :2016-05, no anomalies or discrepancies in the manufacture of the lot. Lot number d418408, date of release: 8/19/14, expiry date :2016-07, no anomalies or discrepancies in the manufacture of the lot. The product was received and inspected visually. Under magnification the tube set was inspected and there was no evidence of any foreign particles inside of the tubing. The 284610 tube set is made up of two different tube sets and only one part of the set was returned. This tubing was not returned in the original packaging. The customer did not provide any photographs of the reported problem. This complaint cannot be confirmed. An exact lot number was not provided but our affiliate has determined 4 lots to which the device could belong. A batch record review has been conducted for the 4 lots and the results indicate that these batches were processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for the 4 lots of devices. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).